Manufacturer narrative:
The device has not been returned for evaluation and no images or videos have been provided of the filter in-vivo, so the complaint cannot be confirmed. If additional information is provided in the future, this issue will be re-evaluated as needed.

Event description:
According to the notice received by way of a civil action complaint, the patient was prescribed and implanted with an option elite vena cava filter on or about (B)(6) 2017 by dr. (B)(6). The complaint alleges there was embedment and tilt post-implant as well as multiple retrieval surgeries. The filter was retrieved on (B)(6) 2018 at (B)(6). Argon¿s attorneys are attempting to gather additional information.